Event description:
Three months after hvad implantation the site reported that the patient experienced a controller power off during a battery change. They reported after removal of one battery the other battery failed to power the controller. Preliminary review of log files by the manufacturer confirmed a pump stop. After replacing the batteries the problem was resolved. No harm or injury to the patient was reported as a result of this incident. Investigation is ongoing.

Manufacturer narrative:
The devices were returned to heartware for testing and analysis. A review of the device history records confirms that the devices met all specification for release. The returned batteries in question passed all functional and visual analysis. (B)(4) were not returned for analysis. No additional information will be forthcoming.

Manufacturer narrative:
The devices are available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.